Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery. The blood glucose at the time of the incident is unknown. The customer changed the battery, but the insulin pump did not restart. The customer noticed an unusual smell of insulin inside the reservoir compartment. It was also reported that the insulin pump had a display anomaly. It was stated there was a spot of ink on the right corner of the display and when the device was switched on, there were white lines on the upper screen. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, replace battery alarm or blank display noted. The power management parameters graph confirmed the unloaded voltage and loaded voltage loaded was within specification range. Device was received with missing segments and blackspot on display due to moisture damage on electronic assembly. Device was received with unable to prime due to moisture damage on motor assembly. No moisture damage noted inside reservoir compartment. Pump had minor scratched lcd window.